Event description:
A nurse reported that during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was scratched after implanting the lens. The lens was explanted and replaced with another unspecified lens during initial procedure. The procedure was completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).